Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a 22 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, the safety shield snapped off the hub when a phlebotomist tried to close it. This caused the phlebotomist to lose control of the needle and she obtained a contaminated needle stick to the palm of her hand. She was evaluated by employee health and was referred to an emergency department where she received post exposure lab work and prophylaxis. The source patient also received post exposure lab work. The results of the tests were not provided.

Manufacturer narrative:
One shelf pack was returned for evaluation. Thirty of the returned samples were evaluated by hand activation to evaluate the safety shield falling off. The safety shields were rotated backward with ease with no IV shield lift was identified. The safety shields were then engaged over the IV needle. The lock-out features engaged appropriately and no breakage or full or partial disengagement of the safety shields from the body of the units were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6035648. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.